Event description:
It was reported that during the pta / stenting treatment procedure, difficulty was encountered inflating the express biliary sd premounted stent system balloon resulting in sub-optimal stent positioning. During inflation the distal end of the balloon inflated first followed by the proximal end resulting in movement of the stent. The stent was successfully deployed however stent positioning was not considered optimal. No pt injuries or complications were reported. The pt's status was reported as 'fine'.